Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was resetting and unable to power up. The cause for the resets was isolated to a defective u604 component on the computer/analog board. The root cause for the defective u604 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power up.